Event description:
A malfunction alarm, identified as malfunction 1, was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump, with instructions to contact support again if the issue recurred.